Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
D9 was updated as the product was received. H6 coded was added/updated base on the investigation results. Tachycardia, thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 was inserted via axillary artery in a patient of unknown age and gender for an unidentified 61 year old male for cardiomyopathy, acute decompensation with goal to bridge to transplant. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. The impella device functioned within expect flow range p-5 2.7l/min. While on support there were purge pressure concerns so the site decided to initiate tpa protocol, which is an off label use, for the purge solution. During echocardiography assessment there was a noticeable lv thrombus which was not appreciated on previous echocardiograms. In an effort to extubate the patient they weaned sedation, the patient woke and was exqubated, however, there was unresolved ventricular tachycardia despite cardioversion. The decision was made to remove the impella device and continue support with ECMO.